Event description:
Reportedly, during testing, the oxygen percentages were observed to be drifting. Calibration of the oxygen sensor did not solve this issue. However, replacing the sensor resolved it. There was no pt involvement reported.